Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from an online forum, medhelp.com, to wearers of acuvue oasys contact lenses. On (B)(6) 2010, the complainant posted: "I have been a contact lens wearer for 10 years. I switched from freshlook to acuvue oasys lenses (per my dr's request) in (B)(6) 2007. I never had a problem until recently. In (B)(6) 2010 I ordered a year's worth of supply as I usually do. These were the acuvue oasys with hydraclear. About a week into wearing the new lenses I noticed that my eyes were bloodshot. I thought maybe it was just the specific lens I had on so I opened a new pair and wore them the next day. Same thing. I started wearing glasses but still noticed that my eyes were bloodshot. About 2 weeks later my lower lid of the left eye swelled. I went to the ophthalmologist in (B)(6) and he said my eyes were just red and I could continue to wear my contacts. So I did. But every time the same thing, a red ring around the iris and bloodshot eyes. I went back to the doctor in (B)(6) after I noticed blurry vision in my left eye (I had glasses on). The doctor said I had a corneal abrasion. He gave me antibiotics and the redness went away, but the blurry vision remained. "He told me to use lubricating eyedrops 1-2 hours a day, which I have been doing. I haven't put the lens back in since july but my vision is still blurry (it has improved with the drops but it's not 100%). I didn't think it was because of the acuvue oasys. I mean I've worn the brands for 3 years. But after reading these comments I'm starting to reconsider. Also in (B)(6) when I got the new package of acuvue oasys, I was using alcon opti-free solution. I thought maybe it was the solution (I usually use aquify but I was in a hurry when I was at the pharmacy so I picked up alcon). I don't think it was the solution because I switched to renu and found the same problems. I think it is the oasys. I looked on my box and noticed they were made in (B)(4). Supposedly (B)(4) has a different sizing chart, so a bc of 8.4 will probably be different. This may have some impact or none at all. It may just be an allergy to the senifolon that's in the lens." We have sent multiple messages to the pt through the site but have not yet received a response. No further contact attempts will be made. The severity of the alleged problem is unk. As confirmation by a medical professional is not available, this event is being reported as worst case. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise mgmt review meetings.

Manufacturer narrative:
No eval will be performed. No conclusion can be drawn. (B)(6). Http://www.medhelp.org/posts/eye-care/to-wearers-of-acuvue-oasys-contacts/show/928416.